Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited audible alarm with black screen. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a scratched screen and contaminated. Device was powered on and the self start failed multiple times. Device found to have a power up problem; no power intermittently. This was a result of the main board not working as intended; problem source determined to be unknown.

Event description:
Audible alarm with black screen. Additional information received on 23-apr-2020: no patient involvement.